Event description:
It was reported that the physician was having issues turning on her handheld, despite it being charged at all times. A few days ago, and earlier on (B)(6) 2013, when the handheld was plugged in the power light would come on showing orange, but would then turn off after a few seconds. The orange light remained on while the handheld was plugged into the outlet. However, when the power button was pressed, it would not be turned on. A hard reset was performed, but it had no effect. The physician reported again on (B)(6) 2013, that the issue had not yet resolved. No other information has been provided.

Manufacturer narrative:
Analysis of programming history. Device failure is suspected, but did not cause or contribute to a death or serious injury.